Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy cable and determined that the cause of the reported issue was due to the retention tabs being bent.

Event description:
The customer contacted physio-control to report that their device would not complete the charging cycle when attempting to perform a defibrillation test. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.